Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer's blood glucose was 30 mmol/l. Customer treated for high blood glucose with insulin pump. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that they have insulin flow block alerts. Customer was able to clear the alarm. Troubleshooting was performed. Customer stated that the self test, displacement test and the fill cannula test were passed. The insulin pump will be returned for the analysis.